Event description:
It was reported that during a ptca / stenting treatment procedure, removal difficulties were encountered. The patient was asymptomatic during this event. The lesion being treated was a 2.5 mm diameter, mildly calcified, 70% stenotic lesion in the mildly tortuous proximal left anterior descending coronary artery. The physician used a 6f terumo introducer sheath to secure right femoral artery vascular access and a choice pt es guidewire and a 6f mach fl 3.5 guide catheter to cross the lesion. The physician used a maverick 15/2.0 mm balloon to predilate the lesion. The liberte bare monorail 16/2.5 mm sds passed through the sheath and crossed the lesion without difficulty and the balloon was inflated to 9 atms. The physician experienced difficulty in removing the balloon from the stent after deflation. She waited for 15 seconds before attempting a second time to withdraw the balloon. This attempt was successful and the delivery system was removed in an intact state. The procedure was successfully completed without patient injuries or complications. Patient status is reported as 'good'.